Event description:
In (B)(6) 2010, dr (B)(6) installed a mesh designed to help reinforce tissues in my vagina to repair pelvic organ prolapse. Surgery was done vaginally. Within three months, I had extreme pain during intercourse, bladder infections and pain in abdomen at the area of attachment. On (B)(6) 2011, my doctor removed part of the mesh. I have continued pain, bladder leaks, more pain spasms and I live in fear that this will only get worse. He sent me to a gyn/uro specialist who is advising complete removal of the mesh (this will be a 3rd surgery) and advises me that a 4th will also be necessary to complete the repairs.